Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the left ventricular lead, the patient experienced phrenic nerve stimulation. The lead was no longer used. A new lead was implanted and the issue was resolved. The patient was in good condition post procedure.